Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient's mother to disable wi-fi on the smart device and eliminate all possible bluetooth interference. Patient's mother reported device is connected and reading at this time. No additional patient or event information is available.